Manufacturer narrative:
(B)(4). D4: batch #t5dy8g. Investigation summary the analysis found that one psee60a device was returned articulated left and clamped with an unknown trocar attached. Upon installation of a battery pack, the knife returned fully to the home position. The device was able to be opened, de-articulated and the trocar removed with a gst60b cartridge loaded on the device, fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken and loose, which led the device not to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/21/2020. D4: batch # t5dy8g. Investigation summary the analysis found that one plee60a device was returned articulated left, clamped with an unknown trocar attached. Upon installation of a battery pack, the knife returned fully to the home position. The device was able to be unclamped, de-articulated and the trocar removed. With a gst60b cartridge loaded on the device fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Unknown. Did the device cut? Yes. If yes, was the cut line complete? Unknown. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes - staff stated the device fired like normal ¿ device advanced then came back. The staff stated after the initial sequence it sounded like the device barely fired again. Jaws would not open at that point. Staff stated reverse button was tried and it did not retract. The manual override was not tried. If yes, how was the device removed from the patient? Yes ¿ device was still articulated and surgeon was able to remove device with trocar. If yes, did the jaws eventually open? No.

Event description:
It was reported that during a laparoscopic colon procedure, account stated echelon misfired. Account opened another echelon to complete the case. There were no patient consequences reported.